Event description:
During a gastric bypass roux-en-y procedure, on the third firing, the firing cycle was very unsmooth. There was a cracking noise in the handle and the staple line didn't form correctly. It cut but one side of the staples did not form properly. There was no patient consequence.